Manufacturer narrative:
Additional narrative: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact air drive device trigger was blocked and jammed. It was also noted that the reversing trigger was stuck and the device failed pre-test for status of development, attachment coupling, coupling with attachments, reverse locking mechanism, air leak, function of soft mode (safety system), triggers for fwd/rev mode and power with test bench. It was noted in the service order that the device reversing trigger was not smooth and the power was low. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.